Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of a s3 alert was confirmed via the log file review. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned to the service depot for analysis. The returned console was evaluated and tested. The service depot was unable to duplicate the reported s3 alert when the console was tested with a test motor or the associated returned motor (serial #: (B)(6)) and flow probe (serial #: (B)(6)). No alarms activated, and no issues were observed while performing a full functional checkout. The unit passed all tests. Per field action ¿fa-q318-mcs-1¿, it was verified that the new backup system warning label was present on the back of the console. A log file was extracted from the system for review. A review of the log file showed events spanning approximately 13 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 at 11:24, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered ¿system alert: s3¿, ¿set pump speed not reached: m5¿, and ¿flow signal interrupted: f2¿ alarms. The motor speed dropped as well as the flow. The root cause for the s3 alert was not conclusively determined through this analysis; however, the observed conductor breakdown in the motor cable, investigated in the motor investigation (B)(4), may have contributed to the reported s3 alert. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary console is not a single use device. The approximate age of the device from the date of manufacture is 5 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device as of (B)(6) 2019. It was reported that over the weekend the system products an s3 alert. The primary console, flow probe and motor were exchanged. The patient was on veno-arterial ECMO and did not have complications related to the failure and was quickly switched to the backup console and support was resumed.